Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred. The target lesion located in the proximal left anterior descending artery, was treated with placement of a 3.0 x 24mm promus element plus stent. Three hours later the patient presented with stent thrombosis. The stent had clotted off and there was no flow. The stent was found to be undersized and was dilated with a 3.5 x 20mm emerge balloon. Ivus then revealed that the stent was still undersized. The stent was dilated once more with the emerge balloon. At this time it was determined that another stent was needed proximal to the previously placed stent and a 4.0 x 12mm promus element plus stent was implanted. No further patient complications were reported and the patient's status is fine. The physician did not feel that this was a product issue.

Manufacturer narrative:
Age at time of event: (B)(6). Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).